Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred within normal pumping conditions. Customer's blood glucose level reached 250 mg/dl reportedly, the alarm cleared and customer resumed insulin delivery.